Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that when the patient¿s recharge log was reviewed, it showed that the patient had not recharged since (B)(6) 2013, which did not match what the patient was claiming, which was that she had recharged her device a couple days before the notified date. The patient was told that she would need to do a physician mode recharge (pmr) but the patient did not have enough time to do that that day. The patient was given the manufacturing representative¿s number and was to call the manufacturing representative for a pmr initiation. The patient had not contacted the manufacturing representative. It was noted that there was no particular managing healthcare provider (hcp) for the patient.

Event description:
It was reported that the patient was not feeling stimulation sensation. This had occurred for 3-4 days prior to this report. It was stated that the battery was fully charged. Synching was attempted and the patient got the no communication screen. This was done again without the antenna and still got the no communication screen. Telemetry issues were reported. An implantable neurostimulator (ins) overdischarge was suspected. The patient was unable to communicate with the patient programmer (pp), the ins recharger (insr), and the clinician programmer. Charging had been done on the wednesday or thursday prior to this report and was getting 3 coupling bars. Usually she would get all 8. Stimulation was working fine up until 3 days prior to this report. Everything was then noted to shut off with no stimulation. Recharging statistics were analyzed and the last recharging session was on (B)(6) 2013. No date stamp appeared for the week prior to this report or that timeframe. The patient only had this one recharger. A physician recharge mode was suggested. Follow-up was conducted to determine if an overdischarge was confirmed, if any intervention occurred, and if the patient was receiving effective therapy. This event will be updated if additional information is received.